Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump received several alarms. Insulin pump received a pump error 4, pump error 15, a failed battery test alarm, and power error loss alarm. Customer's blood glucose was between 120 mg/dl and 130 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected pump error 15 or pump error 4 was noted during testing. The pump was monitored for a day. The battery was removed from the pump and the pump was monitored for 10 minutes. The pump powered up properly after insertion of the battery and no unexpected pump error 23, power loss, active insulin cleared, or battery alarms were noted. All settings were saved properly during normal pump usage. No history anomaly occurred during testing. The pump was received with a scratched case and a pillowing keypad overlay.